Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6) ubd 2021-05-31 UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-jan-2021 from the healthcare provider via a company representative who reported that the patient would be having a catheter revision tomorrow.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter h6: the method code 4114 pertains to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and consumer via a company representative. It was indicated that the patient stated their pump was working fine until sometime near the end of (B)(6) 2020 when he was in a tornado and got thrown around. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient felt their pump stop working correctly at that time. It was further described that sometime in (B)(6) 2020 the patient went to an emergency room (ER) for possible overdose. The healthcare provider who refills the pump told the patient that when emptying and filling the pump in (B)(6) 2020, they had noticed blood and black specs in syringe. At that time, they had told the patient something was wrong with his pump. The logs were read. Regarding environmental/external/patient factors that may have led or contributed tothe issue, it was indicated that the patient was in a tornado in (B)(6) 2020 and the pump did not work correctly after that time. Pump replacement and a catheter revision was completed on (B)(6) 2021. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The pump administered morphine with concentration 10 mg/ml at a dose rate of 2 mg/day. The pump was currently at the hospital and was to be returned to the manufacturer. The company representative was to be notified by the hospital when they could pick it up. The patient¿s medical history was noted as having been asked but was unknown / would not be made available.

Manufacturer narrative:
H6: device code: a26 was updated to a24 regarding the catheter. A0302 is also applicable regarding the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative (rep) indicated the rep would send the pump logs with the pump. The hospital currently had possession of the pump and would notify the rep when they could pick it up. Regarding the catheter revision, it was noted the doctor aspirated the catheter easier. The catheter was not removed. The pump was explanted and replaced as described. It was noted there was no issue with the catheter, and it was connected to the new pump. Additional information was also received on (B)(6) 2021 from the pump refill nurse via the rep and it was indicated on (B)(6) 2020 the pump was refilled. On (B)(6)2020, the patient called the pump refill nurse and said something was wrong with pump. On (B)(6) 2020, the pump refill nurse notified the doctor¿s office that the patient stated something was wrong with pump. On this day, she checked the pump. The patient was supposed to have 15.7 ml and the pump was empty. They refilled the pump with pf saline. On (B)(6) 2020, pump refill nurse was at the doctor¿s office to check the pump and do a refill. When she aspirated the pump, she noticed black flakes in the syringe. She also noted blood at end of aspiration. The doctor had the aspiration contents sent to the lab. On (B)(6) 2021, the patient did not show up for pump check. On (B)(6) 2021, the hcp checked the residual. The pump was supposed to have 17.2 ml and the pump actually had 10.4ml. Th patient was scheduled for a pump replacement on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 3.291mg/day via implantable pump. The healthcare provider was calling to discuss troubleshooting relating to a patient who started experiencing "severe" withdrawal yesterday. The patient was refilled on (B)(6) 2020 and the nurse who refilled him stated she "checks during the refill to make sure she is in the reservoir and not doing a pocket fill." The patient stated the day after the fill he felt nauseous and then yesterday he started having severe withdrawal. The healthcare provider sent a nurse to the patient's house and when she went to access his reservoir, she did not pull out any drug even though they were expecting 15.4 ml. The agent reviewed a partial pocket fill and different calculations depending on how much could have been put in the pocket. The healthcare provider already thought of this and is curious if the patient possibly accessed their own pump. It was discussed it could happen and to consider getting a urine sample to see if any other medication that should not be in his urine is present or suspicious. The reporter planned to discuss the partial pocket fill and the other options to the healthcare provider. It was also noted that on (B)(6), they increased the patient's dose slightly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-06, additional information was received from the healthcare professional (hcp). The hcp reported that the pump has saline and the patient came in on (B)(6) 2020 to get medication in the pump. The hcp noted that they filled the pump with 10 mg/ml of morphine @ 1.99 mg/day. The hcp stated that when the nurse removed the residual saline, they expected 10 ml, but were only able to get 8.4 ml. The hcp stated the saline had been running in minimum rate mode. The hcp stated the saline was light pink in color, hazy, "with black specs and in the end of the aspiration, they were pulling out". The hcp stated that the doctor was contacted and instructed to send the saline to the lab for culture, but no bacteria or abnormalities were found. The hcp stated that the day after the refill, the patient reported experiencing overdose symptoms. The hcp also reported that the patient had reported that during a hu rricane in october, they opened a door and the wind grabbed him and threw him down. The hcp stated the patient was petite. The hcp stated that the patient was concerned that hispump was damaged during this event. The patient was asked to come in today (B)(6) 2021 to check reservoir volumes, but the patient was unable. The status of the device was "unknown at this time. We will continue to provide [the manufacturer] with updates".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, additional information was received from the patient. The patient reported having symptoms of "severe withdrawal" as previously reported. They stated they got "real sick, real fast" following a refill. They stated that at first, he was overdosing after the refill and then was "detoxing", and mentioned going to two different emergency rooms for the mentioned symptoms. The patient stated, "I was really bad and still am scared to move even now". The patient mentioned their pump was checked (previously reported) and was "dry". The patient stated "they pulled a lot of blood and black stuff, and metal shavings" when pump was checked. The patient was recommended to follow up with their hcp, but stated that they were not getting any calls back from them. The patient called back and repeated the same information. Recall information was requested and reviewed. The patient thought their pump was affected by the recall because "they pulled a foreign particle out of the pump". The patient referred to this as "black stuff". The patient was redirected to follow up with their hcp, became upset and ended the call.